Event description:
Additional information received identified the ipg was explanted and replaced which resolved the issue.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient experienced pocket heating while charging the ipg. Reportedly, turning stimulation on and off did not resolve the issue while charging. As a result, surgical intervention may be pending to address this issue.